Event description:
The customer reported via phone call that the insulin pump had scratches on the screen. Customer stated that he works in construction and it was caused by normal wear and tear. Customer stated that he is able to read the screen but it is getting harder to see it. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube treads, a cracked reservoir tube window, a cracked case at the reservoir tube corner, minor scratches on the reservoir tube window, and a missing o-ring at the reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.